Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the failure of the needle mechanism to fire correctly or to determine the root cause. No product lot number was reported, therefore, no qualification records could be reviewed.

Event description:
The customer reported that his blood glucose measured 268 mg/dl this morning. He said that when the pod was activated, he did not hear the click of the needle mechanism firing and deploying the cannula. He did hear it fire later. His bg was down to 142 mg/dl by the time of his call and he continued to wear the pod.